Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving all ¿lo¿ (readings less than 40 mg/dl) messages on the sensor compared to a competitor¿s meter results of 9.7 mmol/l 23.8 mmol/l,11.7 mmol/l, and 8.8 mmol/l. The customer experienced a loss of consciousness however, was able to regain consciousness and self-treated with unspecified dose of short insulin and droppers with a ringer. No third-party treatment was rendered for the reported issue and no further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving all ¿lo¿ (readings less than 40 mg/dl) messages on the sensor compared to a competitor¿s meter results of 9.7 mmol/l 23.8 mmol/l,11.7 mmol/l, and 8.8 mmol/l. The customer experienced a loss of consciousness however, was able to regain consciousness and self-treated with unspecified dose of short insulin and droppers with a ringer. No third-party treatment was rendered for the reported issue and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. Reprogrammed and attempted to active the sensor with evm. Sensor went back to sensor state 6. The sensor was de-cased and no issue was observed on the pcb. Replaced the battery with a known good battery. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.